Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood low blood glucose of 38 mg/dl. Customer¿s other blood glucose was 298 mg/dl, 195 mg/dl. The customer treated with the syrup and juice. Troubleshooting was done for low blood glucose and over delivery also for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. The insulin pump will not be returned for analysis.